Event description:
It was reported that during the implant procedure, the screw was inside the housing before implant. After various repositioning tries it was discovered the screw was outside the housing. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).